Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported this device had a "battery issue." It was further reported that the device had premature battery depletion. The device was removed and replaced. Also, it was reported that during the changeout procedure, the right ventricular lead was inspected and it was found to have a disruption to the outer insulation on the main lead body as well as on the pace/sense portion. It was also noted that the lead had diminished r-waves and a fracture. The physician decided to replace the lead as well due to this integrity issue. No patient complications were reported as a result of this event.

Event description:
It was reported this device had a "battery issue." It was further reported that the device had premature battery depletion. The device was removed and replaced. Also, it was reported that during the changeout procedure, the right ventricular lead was inspected and it was found to have a disruption to the outer insulation on the main lead body as well as on the pace/sense portion. It was also noted that the lead had diminished r-waves. The physician decided to replace the lead as well due to this integrity issue. No patient complications were reported as a result of this event.